Manufacturer narrative:
(B)(4).

Event description:
It was reported " balloon not inflating fully. On removal found that the inner shaft is broken." The catheter was removed and not replaced. The pateint's current condition is unknown. Please see associated MDR# 3010532612-2024-00412